Event description:
This senior medical surveillance specialist spoke with the pt/layperson on (B) (6) 2010 regarding her battery indicator complaint of (B) (6) 2010. The pt reported the following information to this specialist. The pt is unsure if the meter had a display issue, a battery issue, or both. However, on (B) (6) 2010, the meter would not turn on. Although the pt's morning, noon, and evening novolog doses are based upon results and carbohydrate intake, she continued injecting novolog (amounts not recalled) and her morning and evening detrimir (lantus). At 3:00 a.m on (B) (6) 2010, the pt woke up feeling "hot, sweaty, confused, heart pounding and labored breathing." The pt took vicodine that eased her joint pain and oxygen that "made me feel more secure in general" because both were close to her bed. Unsure what was wrong, the pt also ate something that also helped alleviate symptoms. The pt did not have a battery so that the cca could perform troubleshooting. Because the pt developed symptoms that one can associate with hypoglycemia after the alleged power issue began, the complaint is reported. The cca replaced meter, strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.